Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connection issues with the mobile power unit (mpu) patient cable connector was unable to be confirmed. The mpu (serial number: (B)(4)) was returned for analysis and was evaluated and tested. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. The patient cable connectors were inspected, and no deformations were observed. A controller was able to connect to the patient cable and be secured with no issues. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: mpu-43042) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power cable connector of the mobile power unit (mpu) was very loose and did not stay connected properly. The mpu was exchanged.